Manufacturer narrative:
(B)(4).

Event description:
The customer reports the sheath tip came off during patient use. Intervention: the piece was retrieved in the soft tissue/partially in the vessel. The patient was taken to or for conscious sedation and local anesthesia. No complications with removal. Patient discharged from facility on (B)(6) 2018.

Event description:
The customer reports the sheath tip came off during patient use. Intervention: the piece was retrieved in the soft tissue/partially in the vessel. The patient was taken to or for conscious sedation and local anesthesia. No complications with removal. Patient discharged from facility on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.